Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the pendant would not hold firmware causing unresponsive buttons. Replacing the pendant resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. Pendant was tested on a test system. System and functionality test passed. Images were acquired successfully. Visual inspection confirmed pendant is physically damaged and cracks were found in the lamination of the control buttons. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the door open, dock, and up buttons on the imaging system were not functioning on the pendant. There was no patient present when this issue was observed.

Manufacturer narrative:
Name of initial reporter was provided during additional correspondence. If information is provided in the future, a supplemental report will be issued.